Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that during a follow up in clinic, the device was found to be in backup vvi (bvvi) mode resulting in disabled high voltage therapy. The cause of the bvvi was found to be magnetic resonance imaging (MRI) exposure without enabling the MRI settings. Abbott technical support was contacted and the device was successfully reprogrammed to resolve the event. The patient was in stable condition.